Manufacturer narrative:
Conclusion: based on the received information from the field, the device provided reduced benefit due to a partial migration of the active electrode out of cochlea, as confirmed by diagnostic imaging. Reportedly, three channels have been disabled because of being extra-cochlear or providing no hearing perception. Reportedly the recipient underwent a radical mastoidectomy, which might has contributed to the migration of the electrode. In addition during device investigation damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. This is a final report.

Event description:
The user experienced a subjective slow decrease in hearing performance with the device in the last months of 2022. The user was seeing the local ent for earwax removal approximately every 3 months. During the appointment on (B)(6) 2022, some inflammation of the ear was noted. A treatment with ear drops was prescribed, after which the user reported pain around the implant region, most likely due to temporary middle ear problems. The user underwent diagnostic imaging on (B)(6) 2022, which reportedly show one channel outside the cochlea. As per registration card information, a full insertion was achieved at implantation. As per information from (B)(6) 2023 there were no additional channels disabled at the last fitting session and based on the results of the last audiological testing, no deterioration of the hearing perception was reported. The hearing was reportedly stable at that time. The user has been re-implanted in (B)(6) 2023.

Event description:
The user experienced a subjective slow decrease in hearing performance with the device in the last months of 2022. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.